Event description:
It was reported an external fluid leak was observed originating from the cap of a polyflux 170h set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was an internal blood leak on the dialysate side. The reported condition of an external leak was not verified; however, an internal blood leak was confirmed. The cause of this condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.